Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the hospitalization event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to flue that resulted to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level of 398 mg/dl. Customer stated that the reason of hospitalization was diabetic ketoacidosis. Customer took fluids and little bit of insulin to lower the sugar. Customer also experiencing low blood glucose and they were declined for troubleshooting. The insulin pump will not be returned for analysis.